Event description:
Additional review indicated that the health care provider never said it was inflammatory mass on the catheter tip. They stated "yeah, they don¿t know. Um, it says that they, um, they¿re not sure if there is something going on with the catheter tip."

Event description:
It was reported that the patient was having a MRI done and they were to rule out an inflammatory mass. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# j10966r61, implanted: 2002 (B)(6), explanted: unk. (B)(4).